Event description:
Severe post operative inflammation [eye inflammation nos]. Posterior capsule opacification [posterior capsule opacification]. Case description: argus n degree: 2002094467in. A physician reported a case regarding a patient suffering from nuclear and post-capsular cataract on the left eye since 2001. In 2002, the patient underwent the implant of a ceeon lens mod. 911a. A phacoemulsification was performed in which healon was used. Concomitant drugs were ranitidine, levobunolol and topical lubrificants. No complication occurred during surgery and also the immediate post-operative period was uneventful. Six days later, the patient experienced blurred vision and the visual acuity by finger counting method was 0.5 meter. The left eye iop was 7 mm hg. On slit lamp examination, the results were: flare 1; cells 1; hypopyon; inflammatory membrane over iol, fundus vitritis. The adverse event was treated with oral and topical prednisolone, topical atropine and ofloxacin and subcutaneous gentamycin and dexamethasone. At the time of the report the patient had recovered with sequelae (a posterior capsule opacification). No further information has been provided. Case comment: both of the reported events are known complications of cataract surgery.